Event description:
The child patient had the biopatch applied friday ((B)(6) 2013) after a right broviac catheter was placed. The patient had a skin reaction which consisted of reddened area under the dressing which protruded outside of the zone of inhibition of the dressing. The biopatch was removed. There was no intervention known for the reaction. The broviac was removed on sunday. The registered nurse (rn) stated that the patient had a history of skin sensitivities. The device will not be returned and was discarded.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation as it was discarded. An investigation has been initiated based upon the reported information.